Event description:
It was reported that during a spinal procedure, a vertebral artery was damaged due to "tip of tool sharper than normal." The damaged artery was stitched to repair the damage. No add'l pt impact was reported. On f/u, it was noted that the pt was stable with no major complication from the event.

Manufacturer narrative:
Report confirmed. Eval determined that the tool was worn along the cutting edges and there was a small burr on the flute side of the edge. The wear on the cutting flutes indicated that the tool was used prior to the reported injury. A burr may be generated by running the tool in reverse and/or contacting a material harder than bone. Review of the mfg records confirmed that the device met spec at the time of release, and no mfg deviations were noted. On f/u it was confirmed that the pt was stable with no major complications.